Manufacturer narrative:
(B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
Note: this report pertains to the first of three devices that were used in the same procedure. It was reported to boston scientific corporation on (B)(6) 2020 that a lighttrail single use 270um laser fiber was used in a pyeloscopy and laser procedure in the kidney performed on (B)(6) 2020. Reportedly, the laser unit used was an auriga xl laser console with laser settings of 1.2 joules and 18 hertz. According to the complainant, during the procedure, the laser fiber ran out of power and stopped working. The connector part of the laser fiber was noted to be hot. A second and third device of the same kind were used, and the same issue occurred. Reportedly, there was no burn injury to the user. Due to unavailability of another laser fiber, the procedure was not completed due to this event. There were no patient complications reported as a result of this event.